Event description:
The call was about the patient programmer. An information request was made. The patient programmer and control magnet. Reviewed the following basic functionality: using on / off controls. Pt turned his stim off last month for an EKG and is not able to get back on. Pss walked pt through sele check test. Pt pressed stim on button and reported seeing the stim on green light and 9v battery green light. The following stimulation condition was reported: caller reports no stimulation sensation. Pt turned stim on and adjusted stim up - pt reported not feeling any stim. Pt wanted to turn stim on because he is "hurting." Redirected caller to patient's hcp. Pt has an appointment on 2/19- pt is going to call hcp's office to request a rep be present. It further was reported that the device "stopped working." The following stimulation condition was reported: caller reports no stimulation sensation. A possible problem with the ins was reviewed / suspected / alleged. Troubleshooting was limited due to lack of access to product and / or patient. Caller reports he is on his way to see patient. Reports patient stop feeling stimulation about 2 weeks ago, reports he attempted to turn on stimulation last week and was unable to. Caller reports he will call back when he is with patient. The following stimulation condition was reported: caller reports no stimulation sensation. Had caller performed impedances -- range is 405 - 833 ohms. A few were ???. Reviewed current programmed parameters - c+0-, .75v, 450pw, 40 rate. Caller has not increased amplitude. Had caller adjust amplitude and patient feels stim at 1.5v. Discussed patient has not visibility to amplitude w/ her pp. Discussed trying to see if there is previous patient history settings (to see if she was running at 1.5v and pt. Decreased her settings w/o realizing) patient seems to be doing well and issue seems to be resolved. Caller stated to patient he will reprogram her electrodes.

Manufacturer narrative:
(B)(4).